Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an intermittent out of range signal. At the end of contact with dexcom technical support, the out of range signal had disappeared.